Event description:
The customer reported that the touchscreen had limited functionality. The customer reported there was no patient involvement at the time the issue was discovered. Per the diagnostics performed by the engineer, troubleshooting was performed per the service manual, and the touchscreen required replacement. The issue was resolved by replacing the touchscreen. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "the product investigation lab (pil) tech could not find any issues with the suspect touchscreen. The touchscreen passes all flex circuit resistance testing, resistance ration testing and all diagnostics testing. Tech verified that the suspect touch screen passes functional testing per step 3 in the service manual (rev t). Tech verified that the touchscreen touchpoints are aligned on the standard test bed (stb) and the touchscreen operates without issue. The touchscreen operates as designed/no problem found."